Event description:
It was reported that during a stenting treatment procedure stent damage occurred.the ion stent was advanced to an unspecified lesion and upon deployment, the stent appeared to shorten. The physician was able to complete the procedure with this device with no patient complications reported. The patient's current condition is fine.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).